Manufacturer narrative:
The philips remote service engineer (rse) arranged for a replacement speaker to be sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker the reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. E1: reporting institution phone#: (B)(6). E1: reporter phone# : (B)(6).

Event description:
It was reported the device was presented with a malfunction error and even the alarm volume was set to 5 there was no sound audible. Patient involvement is unknown. There was no report of patient or user harm.